Manufacturer narrative:
A bci field service engineer (fse) evaluated the system. The fse cleaned the flow cell, electrodes and ports. These measures apparently resolved the problem. A clear root cause was not identified. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
The customer contact beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave an erroneously high sodium (na) result for one pt sample. The erroneous result was not reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The erroneous result triggered a delta check flag on the system screen. The operator re-ran the sample and the repeat result was in the normal range. Prior to the event, the ion selective electrode (ise) system was calibrated and the na quality control (qc) was within the lab's established range. Other pt samples from the same period of time were repeated. No other results were affected.